Event description:
The pump was returned to the MFR from an unknown source with no return paperwork. The MFR's device tracking system indicated that the pt expired. The physician listed in the MFR's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The hcp stated they were unaware of the pt's death, so they had no info regarding cause of death. The pt was last seen by the hcp in 2004 for a refill. Further follow-up is not possible due to lack of additional contact info.

Manufacturer narrative:
Final device analysis revealed a non-standard non-conformance - a pump memory error was noted on the initial printout. The pump was left running in simple continous mode for over two years prior to return for analysis. The pump was used to deliver morphine sulfate. "See scanned page".